Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2020 during which the surgeon noted he removed as much of the mesh as possible. It was reported that the patient experienced chronic pain, scarring, anxiety, mental anguish and stress. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/21/2022. Additional information: d1, d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Date sent to the FDA: 12/22/2022. Corrected information: g1, g4.

Manufacturer narrative:
Date sent to the FDA: 12/20/2022. Additional information: a2, b7, d4.